Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery wedge resection, the device could not be fired after the green button was pressed. Another device was used to resolve the issue. There was no patient injury.